Event description:
It was reported that the pump was replaced because of eri (elective replacement indicator); battery depletion. There were no reported adverse events. Patient was without injury and following replacement recovered without sequela. Pump was returned for disposal only. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted/ explanted: unk; pouch model: 8590-1, serial# (B)(4), implanted/ explanted: unk. (B)(4). Analysis of the returned pump revealed a high battery resistance.